Event description:
Pt had an inspire hypoglossal nerve implant placed on (B)(6) 2017. He developed atrial fibrillation and underwent cardioversion on (B)(6) 2018. After each cardioversion the inspire implant no longer worked. It was recalibrated after the first cardioversion. It could not be recalibrated after the second cardioversion. This will require a new implant surgical procedure to replace the ipg (implantable pulse generator) of the hypoglossal nerve implant. Inspire hypoglossal nerve implant: (B)(6) 2018-(B)(6) 2018.